Event description:
The reporter indicated that during a second surgery to reposition the right ventricular lead, the hex torque wrench spun freely inside the atrial septum during an attempt to reconnect the atrial lead. It was then decided to replace the implantable cardiac defibrillator. However, when attempting to disconnect the right ventricular lead, the same event happened. The system was replaced without incident.